Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the outer sac of the balloon did not stay attached. It was also reported that it stayed inside the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: one of the valve doors was disengaged and not received. The protective sheath for the balloon was disengaged. The obturator and insufflation bulb were not received. A functional evaluation found that the balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon protective sleeve from the cannula may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia repair procedure, the outer sac of the balloon did not stay attached. It was also reported that it stayed inside the patient. The surgeon noted that the issue was resolved as the entire outer sac was removed. There was no patient injury.